Manufacturer narrative:
Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. This malfunction is reportable as sec. 803.50 states: if you are a manufacturer, you must report to us no later than 30 calendar days after the day that you receive or otherwise become aware of information, from any source, that reasonably suggests that a device that you market has malfunctioned and this device or a similar device that you market would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. The malfunction will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution. Narrative for codes: usage beyond the stated use life of one year and distorting the clamp during usage causing breakage of the clamp. Device breakage is addressed in the directions for use. The directions state, "do not place clamp in mouth until the rubber dam has been properly placed. Clamp could become a choking or safety hazard if dropped or broken in the mouth without proper use of the rubber dam at all times." The directions for use warns, "caution: modification, over-extending, bending, or use exceeding one year may cause breakage." The user used the clamp beyond the stated use life and in a manner that is contraindicated. The clamp had been torqued and moderately hyperextended, leading to metal fatigue.

Event description:
This complaint is from (B)(6). Dealer returned clamp with note: broken clamp.